Manufacturer narrative:
Other, other text: returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicated the reported issue even though it was found in the event history log. The dso sensor was replaced as a preventative measure but no fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device has error: cassette not attached properly. Unknown patient involvement was reported.